Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer may have been admitted to the hospital for diabetic ketoacidosis. Although multiple attempts were made to contact the customer for more information, the customer did not reply to the requests.